Manufacturer narrative:
Other relevant device(s) are: product ID: 97745fa, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens). It was reported that the patient called that stimulation was too high based on her position. She reported that she was unable to turn stim down because her programmer had a black screen. Rep walked her through taking the batteries out of the programmer and putting them back in. When she did, the screen said medtronic and then froze there. Rep had her take the batteries out again and when she put them back in, the screen never came back on. Rep had to have her unplug the lead from the wens to turn stim off until rep could meet with her to get her a new programmer. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the stim being too high was not determined. The pt did say when she went from sitting to standing, but that is the only indication of anything in particular. The issue was resolved with the new controller.

Manufacturer narrative:
Continuation of d10: product ID: 97745fa, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device returned on 9/24.

Manufacturer narrative:
H3: product ID 97745fa, serial# (B)(6) was returned for analysis but could not be located. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745fa. Serial# (B)(6): product type programmer, patient analysis of the programmer, model 97745fa, s/n (B)(6). Found lcd damaged - lcd/case broken/damaged and not available. Unit scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.